Event description:
It was reported that while removing a stripped screw, the screw removal tool (srt) tip broke. The procedure was completed with another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided; a2: age and date of birth unknown / not provided; a3: patient sex unknown / not provided; a4: weight unknown / not provided; e1: last/given name unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported screw removal tool for evaluation. Visual evaluation / functional test was performed, the removal tool is fractured at the tip. DHR review was completed for the subject lot number 2023020570. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023020570 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was tool experiences loads that exceed the intended design parameters causing tool damage. Tool requires replacement. Therefore, based on the available information, device malfunction did occur. The removal tool is fractured at the tip. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data additional information and device evaluation. Correction: the reported item/lot number was not returned. H6: investigation methods code was added: 4114 h6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive the reported for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2023020570. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023020570 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was tool experiences loads that exceed the intended design parameters causing tool damage. Tool requires replacement. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.